Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the visual inspection showed scratches on the articulating and non-articulating surfaces of the insert. There is no other major damage or wear present. There were no observations of material or manufacturing deviations in the course of this investigation. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the part revealed no prior complaints for the listed batch. The clinical/medical team concluded, no clinically relevant documentation was provided, therefore a thorough medical investigation could not be performed. However, the complaint details noted the root cause of the revision was the patient fall and subsequent patellar tendon tear/dislocation of the knee implant. The patient status remains unknown. Should clinical documentation become available, the clinical/medical investigation may be re-evaluated. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. This investigation is closed.

Event description:
It was reported that the patient fell which caused a complete patellar tendon tear and dislocation/subluxation of the knee implant.